Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "[rn] was preparing her PICC kit and thought the distal end of the PICC catheter looked slightly bent. This was prior to taking it out of the tray. She didn't think much of it and proceeded with the procedure. PICC was inserted fine. When removing the stylet post insertion, she could see that the wire was bent which she realized was why the PICC looked bent initially. The wire was intact, just bent."